Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during the load process. Customer's blood glucose (bg) level was in the 300's (mg/dl). Customer was able to load a new cartridge successfully and indicated that a correction bolus was administered to address bg level. The next day, the customer stated feeling sick and unable to get out of bed to address elevated bg level. It was reported that the customer's bg level was 360 mg/dl. The customer was admitted to the hospital for diabetic ketoacidosis and was treated with intravenous fluids and an insulin drip. The customer was discharged from the hospital on (B)(6) 2016, with no permanent damage, and the issue resolved.